Manufacturer narrative:
Based on analysis results, this event is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occured from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
During a lap gastric bypass procedure, tested the device as soon as they started using and got an instrument error code. Retightened and restarted generator. Would not work. Switched out instrument and it worked. Proceeded without incident and no reproted pt consequence. 1 device is returning.